Event description:
Report received of a complete tubing separation. It was reported that a patient was receiving an infusion of 5-fu. A 500 cc bag of saline containing an unspecified amount of 5-fu had been pre-primed one day previous to connection. Immediately after being connected to the patient, the tubing completely separated from the plastic spike, and most of the bag spilled onto the floor. There was no bleed back or blood loss reported. The spill was cleaned per facility protocol. There were no reported skin contamination issues or adverse patient effects. The bag and tubing were replaced, and the infusion resumed with no further problems. Additional inforamtion was requested, but no further information was provided.